Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain and difficulty walking. It was noted the tibial tray was subsided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."